Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebt0793 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was hospitalized in (B)(6) 2018 requiring prolonged antibiotherapy a PICC line on the right arm. Clinician noted inability to aspirate but injections were possible. Patient had appearance of dysphagia and some chills. Ide found the later-onset swelling cervical despite the asymptomatic patient.